Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse replaced the helium reservoir assembly. Fse completed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.